Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: one photo of label of the driver was provided by the customer. In the photo, the part of the driver that has the label was visualized. The label was worn off and the contents were not readable. No other visual anomalies were noted of the internal component. The elevation driver serial number 91009871 was received at the bd-bard global service & repair. The elevation driver was visually inspected upon receipt and was found to be damaged. The device was functionally tested and passed the tests. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported label is illegible issue. The root cause for reported label is illegible issue could not be determined based on the provided information. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. E1, g2, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the elevation device sticker is illegible as the sticker has worn off.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the elevation device sticker is illegible as the sticker has worn off.